Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had been dislodged and was surgically abandoned. Furthermore, this lead had never functioned after being sutured to the atrium. Additional information indicated that the patient underwent a replacement outside of this facility and then an upgrade was performed. This ra lead is no longer in service. No additional adverse patient effects were reported.